Event description:
It was reported that when the pouch was opened, it was confirmed the film had been creased, so it was not used. Plural dressings in the carton were affected. A backup was available.

Manufacturer narrative:
The device intended to be used in treatment has been returned and evaluated establishing a relationship with the reported event. The visual evaluation confirmed dressings have wrinkles present within the film. The root cause is a manufacturing issue, maintenance schedule update to prevent re-occurrence. The complaint history file contains further instances of the reported events. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.